Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged ten days after implant procedure and had perforated the right ventricle. It was noted that the rv lead exhibited high thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.